Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during the implant procedure, insertion difficulty was encountered with the right atrial (ra) port of this cardiac resynchronization therapy defibrillator (crt-d). Eventually, the ra lead was inserted with some force. A successful tug test was performed and all measurements were satisfactory. This crt-d remains in service. No adverse patient effects were reported.